Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with serial number label missing, cracked case (battery tube), and broken battery tube threads. Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received error 25 confirmed in pump history and unexpected battery power loss shown in power graph due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery issues and the serial number label was not readable. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.